Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 2.5 years post index procedure with back pain. The patient was taken for angiography and it was observed that the suprarenal stents had separated from the fabric leading to a type ia endoleak. Intervention was performed with the placement of two aortic cuffs after which there was no endoleak observed. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.